Event description:
It was reported the patient experienced a loss of therapeutic effect. It was reported the patient had both implantable neurostimulators (ins) replaced (B)(6) 2013 for longevity. It was reported that yesterday, (B)(6) 2013, the patient¿s right leg and arm experienced tremors and were ¿going ballistic.¿ the patient was reportedly ¿pretty out of it¿ post implant when the manufacturer representative showed her how to use the patient programmer (pp). So, the patient was not sure how to use it. It was reported that when the patient checked her left ins with the pp, she received a poor communication screen. The right ins was reportedly fine when checked with the pp. It was reported that the patient¿s tremors on the right side of her body were better the day of current report. It was reported the patient had an appointment on (B)(6) 2013 with the health care provider.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).